Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and on the initial reporter's occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Upon receiving feedback from the customer, the phenomenon was first identified during preparation for use. The intended procedure was a diagnostic colonoscopy, and the procedure was completed.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of front panel lights flashing or blinking was not confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model clv-190, evis exera iii xenon light source was generating error code "300" when used with olympus, model series 180 scopes. In addition, it was reported that the front panel lights were flashing or blinking. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to the report of "front panel lights were flashing or blinking."